Manufacturer narrative:
This device was said to have been in use during the event referenced in 8010047-2011-00208. Olympus has followed up with the user facility via telephone, in writing and a site visit to gather add'l info regarding this event, and was informed that the subject light source was said to have been used during both procedures. The subject light source has not yet been returned to olympus for eval. This report will be updated once the light source is received for eval. This report is being submitted as a medical device report in an abundance of caution. (B)(4).

Event description:
Olympus was informed that two pts had reportedly been diagnosed with an air embolism following an endoscopic retrograde cholangiopancreatography (ercp) procedure within the space of one month. There was reportedly no perforation associated with either event per the reporter. One pt reportedly suffered a neurological injury and was not expected to survive. The second pt was said to have "woken up" and walked out of the user facility, but it was unclear if there was any pt injury.